Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process. The customers blood glucose level was 25 mg/dl and reportedly the customer fell and cut their arms. The customer went to the emergency room and was treated with carbohydrates. Treatment resolved the issue and there was no permanent damage. Customer was released later that same day.